Event description:
It was reported the patient had a gamma3 implanted. Two weeks later, the surgeon found that the proximal part of femoral head fracture was in a varus position. Eight days later, the surgeon found that the lag screw had telescoped to the lateral side. Six days later, the patient was revised with dhs system.

Manufacturer narrative:
Add'l info has been requested and if received will be reported on supplemental report.